Event description:
It was reported that the event occurred while in the cath lab. The md attempted to insert the intra-aortic balloon (iab) through the teflon sheath via right femoral artery; blood was observed in the iab after approx 10 cm. As a result, the iab and spring wire guide (swg) were removed. The sheath was not removed, due to only 10 cm of the tip had been inserted. A new iab was inserted through the same sheath successfully at the same insertion site. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is good.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.